Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that: "this has just been a bad 2 weeks, grand mal off the couch messing everything up getting a concussion, petite mals every day but that's old news, atonics. Grand mals back to back to back to back , landed me in the hospital it got so bad, vns adjusted, now fell again and hit my head. Girl cant catch a break." No additional relevant information has been received to date.